Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. An anomaly at the hybrid subassembly was identified but the failure mode was lost during the analysis. The root cause could not be conclusively determined.